Manufacturer narrative:
Image evaluation: report was of unknown reasons and was unable to be confirmed. One color photo of an valve-in-valve explant was depicted. A transcatheter valve appeared to be implanted within a surgical valve. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through social media post it was learned a patient with an edwards magna ease bovine valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A edwards sapien transcatheter valve was implanted inside the surgical valve.